Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence/ urgency frequency. It was reported that the patient stated she was in the hospital due to a high fever and had not done or started anything with her therapy. On (B)(6) 2018 the patient continued to be in the hospital . Patient did not explain the reason. No further symptoms reported. No complications reported.